Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial (ra) lead was observed to be dislodged via diagnostic imaging. The ra lead was revised and repositioned to resolve the event. The patient was stable following the procedure and there were no adverse consequences.